Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) patient cable being dirty was confirmed via visual inspection of the returned mpu. The mpu was initially evaluated at the european distribution center (edc), and a dirty patient cable was observed. The mpu was functionally tested with a test system controller and mock circulatory loop and no issues were observed. The dirty patient cable did not affect the functionality of the mpu; however, the patient cable was replaced as it was unable to be cleaned. The patient cable was further investigated by product performance engineering (ppe), revealing several dark markings along the cable that could not be removed via cleaning. The patient cable was functionally tested with a test mpu, system controller, and mock circulatory loop and no issues were observed. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the mobile power unit, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mobile power unit was shipped to the customer on 27aug2014. Heartmate ii instructions for use (IFU) section 8, entitled ¿equipment storage and care¿, and heartmate ii patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the mpu and the patient cable. Heartmate ii patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the mpu and the mpu patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate ii patient handbook and the heartmate ii instructions for use (IFU) caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the full report.

Event description:
It was reported that the mobile power unit (mpu) was returned to the service center for preventative maintenance. A visual inspection revealed a very dirty patient cable which was impossible to clean. An a/c inlet was also noted to be without a v-lock.